Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low sensing was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. At a later follow up, high ventricular rate episodes due to noise resulting in oversensing were observed on the rv lead. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.

Event description:
Additional information was received indicating the lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one-piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies. The reported events of noise resulting in oversensing, low sensing and high capture threshold were not confirmed.

Event description:
Additional information was received indicating high capture threshold was observed.